Manufacturer narrative:
Date sent to the FDA: (B)(6)2021. The device history records can¿t be reviewed as product lot information not provided. The following information was requested, but unavailable: what is the product code? What is the lot number? Could you please confirm if the patient suffer from any consequence due to the issue (breakage suture intra op)? If yes please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate date sent to the FDA: (B)(6) 2021. Corrected information: d7a

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the product code? What is the lot number? Could you please confirm if the patient suffer from any consequence due to the issue (breakage suture intra op)? If yes please explain.

Event description:
It was reported that a patient underwent a debridement procedure due to left index finger trauma on (B)(6) 2021 and suture was used. During the procedure, after sewing, the suture broke while knotting. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.